Event description:
Pt had surgery in february and went for the fill in 2004 only to find out the band leaks: follow up findings; pt reported that "the surgery in february was a procedure done to fix a slipped band and now there is leak, pt had my port changed to a low profile for a discreet look, it was not broken." Physician reported as "leak at the balloon after revision surgery for a band slippage."